Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the products in question. The hosp reported that the event took place a few weeks ago; however, they do not have the exact date of the incident. Refer to MFR report #2242352-2013-00062 for related report.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage and there was evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly and the anchor tab were not returned. The seal was outside of the devices; partially unraveled. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unk. A maquet rep conducted an in-service at the facility on 02/05/2013 and 02/08/2013. Internal file number - (B)(4).